Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to concerns over premature battery depletion. A new s-ICD was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to concerns over premature battery depletion. A new s-ICD was successfully implanted and no additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory evaluation of the device was performed. Visual inspection noted no anomalies. A review of device memory determined that this device reached elective replacement indicator (eri) status on 04 may 2021 and subsequently reached end of life (eol) status on 08 june 2021. Per design, the device emitted audible beep tones when reaching eri and eol with a pattern of 16 beeps repeating every 9 hours. The patterned beeping continued until the device was interrogated on 07 december 2021. Using available historical battery diagnostic measurement data, engineers determined that while the device was implanted, the battery voltage eventually decreased to a level where therapy was compromised, and that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor. Based on the testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.